Event description:
The biomedical engineer (bme) reported that the g9 bedside monitor was stuck in a boot loop. The issue was found at set up and the device was not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g9 bedside monitor was stuck in a boot loop. The issue was found at set up and the device was not in patient use. Investigation summary: multiple follow-up requests for information regarding the return of the device or possible resolution were sent to the customer, but the customer has been unresponsive. A definitive root cause could not be determined since the device has not been returned for evaluation and we could not duplicate the complaint. Based on previous evaluations where the g9 was returned and the boot loop issue was duplicated, possible causes may include circuit board failure (ticket (B)(4)), software corruption (ticket (B)(4)), or battery pack failure (ticket (B)(4)). Failure of hardware components such as circuit boards and battery packs may occur due to physical damage or fluid intrusion from user mishandling, power issues from site outages or surges which can affect the integrity of electronic components, or wear-and-tear which depends on device age and frequency of use. Software corruption can occur through sudden power loss from ungraceful shutdowns or power outages, failure of the ssd which can occur through the component failure causes mentioned above, or user error with when importing or exporting system files such as removing the usb flash drive while data transfer is not complete. Review of the complaint device's serial number does not show any other tickets. Review of the customer's complaint history does not show any trends. Nk will continue to monitor and trend similar complaints.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from csm-1901 to life scope g9. D4 additional device information / model #: corrected the model # from csm-1901 to cu-192r. D4 additional device information / catalog #: corrected the catalog # from csm-1901 to cu-192ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k151080 to k213316. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report. G6 type of report. H2 if follow up, what type?

Event description:
The biomedical engineer (bme) reported that the g9 bedside monitor was stuck in a boot loop. The issue was found at set up and the device was not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 bedside monitor is constantly rebooting itself. Every time it tries to boot up it will look like its loading onto the software and then power off and try again. Found at set up and not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the g9 bedside monitor is constantly rebooting itself. Every time it tries to boot up it will look like it's loading onto the software and then power off and try again. Found at set up and not in patient use.